Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon evaluation, the trunk cable was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires is excessive force placed on the trunk cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report a damaged cable on a patient's electrode belt.